Event description:
The customer indicated that the ortho provue analyzer interpreted a weakly positive test reaction as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the customer site and performed adjustments to the gel camera and made a new reference image to return the instrument to expected operation. Qc testing was acceptable. The incident was isolated and most likely sample related since the false negative issue had not occurred with any other samples. This customer has not logged any complaints against this analyzer since this incident.